Event description:
It was reported that a patient had an ultrasound done on her stomach on (B)(6) 2014 and since the ultrasound, she wasn¿t feeling stimulation and had started to leak. The patient had a loss of therapeutic effect. She increased her stimulation to 5.1 the night prior to the report and noticed an improvement in her symptoms since then. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# va0lkfl, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. The patient had an appointment scheduled for (B)(6) 2015. Additional information from the healthcare provider stated the patient had a 50 percent or greater symptom reduction. It was noted that the event cause was not determined, it was not device related and no reprogramming or troubleshooting was needed. Reportedly, the patient did not experience a loss of therapeutic effect or a loss of stimulation. The patient recovered without permanent impairment.